Event description:
This lv lead was implanted on (B)(6) 02, and remains implanted at this time. During device changeout procedure on (B)(6) 12, it was noted that the lead has high thresholds. The physician was dr. (B)(6) at (B)(6) hospital . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).